Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to go to the hospital due to low blood glucose level of 22 mg/dl. The customer also reported that the insulin pump was full of water. The customer was sweating on the insulin pump while sleeping. When they woke up the insulin pump was dead and would not come back on after changing the battery. The device will not be returned for analysis.